Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI #: (B)(4). The device was not returned to edwards for evaluation due to presence of endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. A manufacturing related issue was not identified. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 21mm bioprosthetic aortic valve, implanted for 20 days, was explanted due to endocarditis and vegetation. The explanted device was replaced with a 21mm bioprosthetic valve. The patient was transported to the hvcc in stable albeit critical condition. Per medical records, the patient presented with urosepsis with echocardiographic data indicative of endocarditis. Intraoperatively, the patient was found to have extensive infection over the entire non-edwards mitral valve prosthesis and extensive vegetation along the suture line of the 21mm aortic valve. Both the non-edwards mitral valve and 21mm aortic valve were removed. A new non-edwards mitral valve and 21mm aortic valve were implanted in replacement. At the conclusion of the operation, there were no perivalvular leaks. There were no complications. The patient was transported to the hvcc in stable albeit critical condition for postoperative care.